Event description:
On (B)(6)2023 it was reported by a sales representative via phone that an ar-2324kpsp 4.75 mm peek knotless swivelock backed out. This occurred during an all procedure on (B)(6)2023 when the inserter was pulled out, and the knotless mechanism was also pulled out. The eyelet stayed in the patient, but the anchor was removed. The case continued using a second ar-2324kpsp and drilling a little deeper. There was no harm to the patient. The patient had a good hard bone prepared for insertion using the drill from an ar-1593-p implant system.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.